Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9107527 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch.

Event description:
It was reported that foreign matter was discovered prior to use with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: on 16:10, (B)(6) 2020, when the ward was preparing to seal the catheter for the patient, it opened the flush (5ml), found dirt on the seal, the nurse calmed the patient, and immediately replaced the brand new flush.